Event description:
Coiling treatment of a mca aneursym. It was reported after both coils implanted, two coils tails were observed protruding outside of the aneursym. No pt injury reported. Same event as MDR # 2029214-2008-00035.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the pt.